Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was recalibrated (B)(6) 2019 via right heart catheterization where the mean was decreased by 23.5 mmhg. Accurate readings were observed under the manufacturer's patient care network database.